Manufacturer narrative:
Citation: ward s et al. Long term effect of guideline-directed concomitant tricuspid repair. Presented at american academy of thoracic surgery (aats) conference on may 1st. Earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcome, morbidity and mortality of guideline-directed concomitant tricuspid valve repair using a standardized ring. All data were collected from a single center from may 2012 to march 2016. The study population included 265 patients (predominantly female, mean age 66 years), all of which were implanted with medtronic triad annuloplasty ring (26 to 30mm, serial numbers not provided). Additionally, a portion of the study was sponsored by medtronic, which included a one year echocardiography follow-up for a subgroup of 45 patients. Among all patients there was a 1.1% mortality rate at 30-day follow-up. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: new permanent pacemaker, recurrent tricuspid regurgitation, and right ventricle (rv) dysfunction observed by echocardiography. Among the subgroup population, 45 patients underwent a detailed quantitation of rv geometry and function at one year follow-up. This data revealed no quantitative decrement in rv function (no significant differences in the rv basal diameter, rv areas during systole and diastole, or in the tethering height or coaptation length of the tricuspid valve). No adverse events were reported in this subgroup. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.